Event description:
It was reported that during a da vinci surgical procedure, a piece of the monopolar curved scissors instrument broke off and fell inside of the patient. The piece was retrieved and the planned surgical procedure was completed using a replacement instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results & conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have one scissor blade broken off and missing. The blade is fractured at the cross section of the grip cable crimp exposing half of the cable crimp. The fractured plane of the blade is straight and the remaining blade tip does not exhibit damage. Engineering also observed the presence of debris around the damaged area. The fragments are white / clear and similar to the silicone material used in the tip cover accessory. Electrical continuity passed. No other damage was found.